Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. It was reported that the outcome was device or therapy related. Log files were provided for the patient. The event log appeared to show a sudden onset of low flows causing multiple low flow hazard alarms on (B)(6) 2021. Technical services was unable to determine the root cause of the low flow at this time. From (B)(6) 2021 at 11:24pm to (B)(6) 2021 at 9:10pm the pump appeared to be operating as intended with a few pulsatility index events and routine power source changes recorded. On (B)(6) 2021 at 9:11pm there was an onset of sustained low flow hazard alarms seen. On (B)(6) 2021 at 10:47pm, low flow hazard alarms continued. A few attempts to stop the pump via the system monitor were made. On (B)(6) 2021 at 10:50pm, the pump was disconnected from the controller. On (B)(6) 2021 at 10:52pm, the controller was shut off. On (B)(6) 2021 at 9:16am, the controller was powered back on for data download. Additional information reported the patient¿s sister called emergency service on (B)(6) 2021 at 18:45 stating the patient was ¿spacing out¿ and acting weird. The patient¿s sister reported in the emergency department that the patient had been noncompliant with her medications. Patient was ambulatory on arrival to emergency department (ed) complaining of weakness and fevers for 2 days. She began having increased difficulty breathing. She was intubated for respiratory distress. CT head was done, which was negative for acute intracranial process. Heparin and dobutamine drips were started. Arterial line was placed. Epinepherine was given due to low map (mean arterial pressure). She experienced cardiac arrest. Tissue plasminogen activator (tpa) was given. The patient was pronounced on (B)(6) 2021 at 23:50. An autopsy was performed but the report is not available at this time. The vad coordinator is unaware if the pump was removed to be sent back for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. A review of the patient's controller log files confirmed low flow fault flags on (B)(6) 2021. Beginning on (B)(6) 2021 at 21:11:16, the patient experienced a low flow fault flag that was triggered when the estimated flow dropped to 2.3 lpm. Approximately 10 seconds later, a low flow hazard was triggered. Pump flow continued to drop to as low as 0 lpm and persistent low flow alarms were captured. On (B)(6) 2021 at 22:47:39, an intentional pump stop fault was captured. The pump speed began to decrease over the next second and then regained speed at 22:47:41. On 22:47:50, another intentional pump stop command was received and the pump speed decreased to 0 rpms over the next two seconds. The pump regained speed at 22:47:53 and operated for 3 minutes until the driveline was disconnected and the pump stopped. It was reported that the patient passed away on (B)(6) 2021. Additional information revealed that the patient¿s sister called the emergency department (ed) stating that the patient was ¿spacing out¿ and that the patient had been noncompliant with her medications. The patient was ambulatory on arrival to ed complaining of weakness, and fevers for 2 days. She began having increased difficulty breathing and was intubated for respiratory distress. A computed tomography (CT) head scan was done, which was negative for acute intracranial process. Heparin and dobutamine drops were started and an a-line was placed. Epinepherine was given due to low mean arterial pressure (map). The patient then experienced cardiac arrest and was given tissue plasminogen activator (tpa). The patient expired on (B)(6) 2021. No product is available for investigation. The hm3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including respiratory failure and death. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14apr2021. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure and death as adverse events that may be associated with the use of the hm3 lvas. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.